Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure removal difficulties occurred. The unspecified target lesions were located in the right coronary artery (rca) and left anterior descending artery(lad). The rca lesion was predilated with a 2.5x15mm apex balloon and stented with an unknown stent. A 4.0x15mm quantum apex was advanced and inflated to an unknown atm to post dilate the stent. Upon withdrawal, resistance was noted in removing the device over a non-bsc guidewire. The 4.0x15mm quantum apex balloon was able to be removed from the non-bsc wire. The same non-bsc wire was then repositioned into the lad. The lesion was predilated with a 2.5x15mm apex balloon catheter and stented with an unknown stent. A 3.0x15mm nc quantum apex balloon was advanced and inflated to post dilate the stent. Upon removal "more resistance" was noted. The balloon and wire were removed as a unit. The procedure was considered to be completed. There were no patient complications reported with the patient's condition listed as "fine".

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).